Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29oct2018. The customer troubleshot with technical support and found in the ventilator diagnostic logs power supply issue error code.the customer replaced the power management (pm) board and the issue was addressed.

Event description:
It was reported that the ventilator would not run on alternate current (ac) power. No patient involvement. The event date was not specified; estimate used.